Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that ongoing occlusion alarms occurred. Subsequently, the customer experienced a blood glucose (bg) level displayed as "high" and a trace ketone level. A correction bolus was delivered to treat bg level. Customer changed cartridge and infusion set to address the issue.